Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that they needed to pause their aligner due to issues with their gums. The aligners had cut their gums and they had to be treated with antibiotics. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.